Event description:
It was reported that the customer was taken to the emergency room due to high blood glucose and dka. Customer's blood glucose reading was 411 mg/dl. Caller stated that the customer's insulin pump was constantly alarming no delivery. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit had had scratched display window.